Manufacturer narrative:
No product is expected to be returned.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging test result appears on display and then flashes and there is a long delay before result appears on insulin pump. The issue was not resolved with troubleshooting.